Manufacturer narrative:
Additional information : the device was received for evaluation with pca tubing connected (non baxter product). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to specifications. A functional testing was performed including pressure test and clear passage with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set would not disconnect from a non baxter set. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.